Event description:
It was reported that the patients device was causing more trouble. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred during spring of 2022 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6).